Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and conducted the solenoid board field action which fixed the reported failure. The unit was tested and passed safety disk leak test several times. The fse conducted preventative maintenance and returned the unit to customer for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) failed safety disk leak test. This event occurred during service test performed by the customer. There was no patient involvement, thus no adverse event was reported.